Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized and underwent a skin revision surgery under general anaesthesia on (B)(6) 2025. The patient was treated with antibiotics (type not reported), however, the issue did not resolve. The infection and extrusion was reoccurred, subsequently the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an extrusion of the device and infection at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.